Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a hemorrhagic stroke, and a CT scan confirmed a large left frontal intraparenchymal hematoma with left to right midline shift. The patient was posturing and with left gaze preference and arm spasticity. The patient was intubated and given protamine, mannitol, and keppra. The patient's left pupil was dilated and unreactive. A repeat head CT scan revealed a slightly increased hemorrhage, but otherwise was unremarkable. Electroencephalographic monitoring was negative for seizures. The patient was not a surgical candidate per neurosurgery consult. Additional information was requested, but was not provided.